Event description:
Per dealer, the end user is alleging that the countura back hardware came out, dealer is not aware if it snapped or just came loose. Dealer stated this happened 2 years ago and is just bringing it to their attention, no injury reported.